Event description:
The customer reported that the treatment was not recording in mosaiq.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The customer reported that the treatment was not recording in mosaiq. It was ascertained from the machine logs that the patient was treated to completion as prescribed without any errors, however a verified recording for the delivery is not shown in the treatment chart. The audit logs indicate that during processing, a field history record was created successfully but there was a problem creating the dose history record for one field. The user was alerted to the discrepancy because the dose accumulation did not match the prescribed dose. When a recording issue occurs, the user (with the help from our product support) is able to verify the actual treatment by looking at the machine log. The user is then able to manually record the treatment or correct any incomplete/incorrect treatment. This issue would not result in patient mistreatment.